Event description:
A customer reported that an endotracheal tube experienced a loss of cuff pressure. There was no pt involvement.

Manufacturer narrative:
The product was returned and an inflation/deflation test was performed. This test was done by applying a syringe with 25cc of air to the cuff and it was observed that the cuff deflated immediately. It was also observed that the cuff has a cut that measured 0.254 inches. (B)(4).